Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via legal complaint and described the occurrence of injury in a female pt who received super poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the pt started super poligrip at unk dosing. At an unk time after starting super poligrip, the pt experienced an injury. At the time of reporting, the outcome of the event was unk. According to the complaint that identified approx (B)(4) pts, "as a direct and proximate result of the mfg defects, plaintiffs suffered severe and permanent physical injuries." Medical records received (B)(4) 2010: on (B)(6) 2007, copper level was measured at less than 200 mcg/l (normal 490 to 1840) and zinc was measured at 1268 mcg/l (normal 670 to 1240). The pt was started on copper sulfate 2 mg daily at that time. F/u info was received on (B)(4) 2011, via medical records. On (B)(6) 2007, a bone marrow examination showed neutropenia and normocytic anemia with reticulocytopenia. On (B)(6) 2007, the pt's anemia (onset in approx 2001/2002) had resolved. The pt was found to have a low copper level, which could explain her previous neutropenia. Copper level was 719 (normal 490 to 1840 mcg/l). The pt was started on oral copper supplementation. On (B)(6) 2007, copper level was 21 (normal 70 to 155 mcg/dl). On (B)(6) 2007, the pt was referred for eval by of her chronic pain involving the neck, lower back, hands, and lower legs. The pt reported having tingling, numbness, and burning sensation in both feet from knees down, as well as from both elbows to tips of fingers. The pt had been diagnosed with neuropathy of bilateral upper extremities in 2006 with diagnosis of carpal tunnel syndrome. The pt had increased lower back pain with magnetic resonance imaging (MRI) of lumbar spine showing multilevel degeneration. Cervical pain had been progressively worsening. The pt was diagnosed with b12 and iron deficiency in the past, possibly relating to her neuropathy-type symptoms in both lower and upper extremities, and had been on replacement ever since. The pt was treated with epidural steroid injections in the past. MRI scan of lumbar spine on (B)(6) 1993, showed disk degeneration from l2 to s1 levels with moderate level facet arthritis. Cervical spine MRI on (B)(6) 2007, showed disk space narrowing at c6/c7 and hypertrophic changes at c6/c7 level. Medications included ultram, b12 injections weekly, focalin, multivitamin, copper 2 mg orally daily, and claritin. The pt had a past surgical history of gastric bypass (roux en-y). Impression included lumbar degenerative disk disease with facet arthritis, bilateral carpal tunnel syndrome, generalized neuropathic pain over upper and lower extremities with documented b12 deficiency, and cervical spondylosis. On (B)(6) 2007, a previous electromyogram (emg) showed bilateral lower extremity peripheral neuropathy, c6/c7 radiculopathy on the left side in the upper extremity, as well as a previous history of carpal tunnel syndrome bilaterally. A lumber facet block helped her lower back pain, but the pt was still having headaches and wanted treatment on her neck. On (B)(6) 2007, a previous cervical epidural steroid injection helped with neck pain and radicular symptoms. On (B)(6) 2007, a copper level was 97 (normal 70 to 155 mcg/dl). On (B)(6) 2007, the pt had anemia and leukopenia. Both were multifactorial due to nutritional deficiencies, as well as low copper. B12 shots were decreased to monthly. The pt had normal white cells and normal hemoglobin and platelets. The pt was status post intravenous dextran. Iron was discontinued. On (B)(6) 2007, the pt reported being involved in a motor vehicle accident around (B)(6) 2007. While standing, she was backed into by another car. Since that time, the pt had increased neck stiffness and headaches. On (B)(6) 2007, treatment included a previous cervical facet block and physical therapy, including lumbar traction. On (B)(6) 2008, a copper level was 74 (normal 70 to 155 mcg/dl). On (B)(6) 2008, it was noted the pt had a history of cytopenias, specifically leukopenia and anemia, resulting from nutritional deficiencies. The pt was initially seen in february 2007 regarding her cytopenias. The pt was diagnosed with a mixed nutritional deficiency. The pt has received monthly b12 injections and an iron infusion in (B)(6) 2007. The pt's neuropathy was initially thought secondary to b12, but had not improved and had in fact worsened since that had been corrected.